Manufacturer narrative:
Repairs have not been completed.

Event description:
The accounts maintenance stated that the screws pulled out of the right foot siderail and it came off the center arm. No injuries.